Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 223, 177, and 117 mg/dl when all testing was performed within 1 min of each other on the compact system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.